Event description:
The distributor rpeorted that during preparation for a coronary artery bypass graft procedure, two heartstring seals cracked during the loading process into the delivery tube. The distributor did not provide any additional information. Not patient complications were reported.